Manufacturer narrative:
1818910-2015-22991 is a duplicate report of 1818910-2011-03021. 1818910-2015-22991 will be rejected. 1818910-2011-03021 will be kept for investigation purposes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Claim letter, asr snapshot, and reconciliation patient name received. Added complainant information. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
Asr revision, asr xl - right, reason(s) for revision: pain, alval. This is a two part revision - resurface to xl - the acetabular cup remained in situ when xl implanted - for resurface please see com: (B)(4) xl head was noted in resurface (B)(4) - kf (B)(6)2015 04 june 2015 - update - rcvd email to conf the sleeve - added to com. The stem was a jri fulong stem - (competitor) - kf (B)(6)2015 05 june 2015 - update - MDR voided on the stem as conf that it was a competitor stem and removed stem details page from com. - kf (B)(6)2015 update jul 24, 2017: claim letter, asr snapshot, and reconciliation patient name received. Added complainant information. This complaint was updated on: sep 13, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl - right. Reason(s) for revision: pain, alval. This is a two part revision - resurface to xl - the acetabular cup remained in situ when xl implanted - for resurface (B)(4). Xl head was noted in resurface dint: (B)(4). 04 june 2015 - update - rcvd email to conf the sleeve - added to com. The stem was a jri fulong stem - (competitor) - kf 04/06/2015. 05 june 2015 - update - MDR voided on the stem as conf that it was a competitor stem and removed stem details page from com. - kf 05/06/2015.